Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reports intermittent power problem error 1012. No patient/user harm reported.

Manufacturer narrative:
(B)(4) added UDI. Updated contact name. (B)(6) 2018. Customer could not be reached to see if this issue had been resolved. If customer contacts (B)(4) or parts are returned regarding this issue the record will be reopened.